Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient presented with multiple infiltrates bilaterally at margins one day post lasik. No diffuse lamellar keratitis (dlk) was seen on slit lamp examination. The topical steroid/antibiotic drop dosage was increased to every hour while awake and patient was instructed to return to clinic in 24 hrs for a follow up. The patient noted discomfort, light sensitivity and blurry vision. Patient returned 24 hours later and dlk was noted to be developing. The surgeon called while the patient was in the office. The patient was told to use a different topical steroid drop every hour until seen again in two days. Four days later, the symptoms were reported resolved.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to the reported event. All energy settings were within range and all laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).